Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("blood loss") and (B)(6) infection ("(B)(6) infection") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), (B)(6) infection (seriousness criterion medically significant), infection ("infection") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a hysterectomy on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, (B)(6) infection, infection and procedural pain outcome was unknown. The reporter considered genital haemorrhage, infection, pelvic pain, procedural pain and (B)(6) infection to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.